Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked "around the line." It was further reported that there was white residue on the nurse's gloves. This issue was discovered during patient infusion. The device was filled with fluorouracil 4680mg in 115ml of sodium chloride 0.9%.there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: device manufactured between june 14, 2021 to june 15, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that photograph showed some small droplets of liquid coming from an unspecified location on the device suggesting a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked "around the line." It was further reported that there was white residue on the nurse's gloves. This issue was discovered during patient infusion. The device was filled with fluorouracil 4680mg in 115ml of sodium chloride 0.9%.there was no report of patient injury or medical intervention associated with this event. No additional information is available.